Event description:
During device analysis, it was noted that the main coil broke. There were no clinical consequences to the patient.

Event description:
During device analysis, it was noted that the main coil broke. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked several places along its length. The coil was badly stretched and was noted to be broken off of the delivery wire near the detachment zone. Functional testing was unable to be performed due the condition of the device. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.